Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported that ever since they got the new implant, they have been having more difficulty with the telemetry connection when trying to deliver a bolus. The patient stated that the first phase to connect to the pump was fine, but the second phase to deliver the bolus screen would time out because they can't find it and have to search over it. The patient also stated that they have to move it around all the time to try and find it, and most of the time it doesn't connect. The patient mentioned that they get so frustrated that they don¿t even like the pump being there. The patient stated their pump was located on their lower right hand side. The agent offered to troubleshooting while on the call, but the patient stated they did not have their equipment with them at the time of the call. The patient would call back tomorrow when they have access to their equipment for further troubleshooting. The patient mentioned unrelated medical history; this included patient mentioning they were on pain medications for their broken back and left hip. On (B)(6) 2025, the patient called back and re-reported the delay at 90%. Information was reviewed by the agent and the patient was assisted to clear data. The patient resync-ed with the pump and confirmed they were able to connect without issue. The agent also assisted the patient with disabling the tutorial from auto launching when myptm was opened.